Event description:
Information was received regarding a cadd legacy plus pump. It was reported that the device gave a "no disposable, pump won't run" alarm. The reservoir volume was 77.0, rate was 1.7, and 70.05 was given. It is unknown if there was air in line. There was no patient, or clinician injury associated with these occurrences. No further details provided at this time.